Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Inner, patient stickers missing would not lead to a serious injury as they are not used for implant identification intraoperatively. Therefore, this complaint has been deemed not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: - event occurred in the (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inside stickers were not included within the packaging. Another device was used to complete the procedure without any delay. No adverse events have been reported as a result of the malfunction.